Event description:
It was reported that the customer's insulin pump showed a blank display. Customer's blood glucose was 378 mg/dl. Customer stated the insulin pump may have been exposed to a little bit of sweat. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No blank display was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.